Event description:
It was reported that a user experienced a temporary loss of Dexcom G7 continuous glucose monitor (CGM) signal to the iLet that reconnected without intervention, and education on signal loss and reconnection was provided. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no clinical impact. User support included user interview and troubleshooting focused on connectivity and education regarding signal interference and reconnection behavior. Investigation of this case revealed a transient communication interruption between the continuous glucose monitoring sensor and the iLet with automatic reconnection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal interference or environmental factors.

Manufacturer narrative:
Initial.